Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was displaying unclearable occlusion errors. The patient experienced elevated blood glucose of 454 mg/dl as a result of the errors and was hospitalized due to ketoacidosis. Symptoms include polyuria, nausea, feeling unwell and very nervous. The patient was treated at the hospital with a "drop" and insulin via pen. The patient was hospitalized for one day.